Manufacturer narrative:
Lead migration is a known risk of implantable neuromodulation systems. There does not appear to be any obvious contributing factors to the migration.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After activation the patient reported loss of pain relief and xray imaging confirmed the implanted leads had migrated away from the target nerves. On (B)(6) 2022 a surgical revision was performed to replace the implanted leads and position the new leads at the target nerve to provide pain relief therapy.